Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2018-00849. It was reported the patient was not receiving effective stimulation therapy from the scs system. A CT scan showed one of the leads was partially anterior and one lead had migrated down. Consequently, surgical intervention was taken and the physician decided to remove the implanted leads and replaced both leads with new ones. Effective stimulation therapy was reportedly restored postoperatively.